Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she doesn't think that the insulin pump was not giving her insulin. Customer was advised to take off the infusion set. Customer stated that her blood glucose was 600 mg/dl. Customer gave a manual injection about an hour ago. Customer stated that she took the insulin out of the refrigerator and put it in the shoot. Customer checked the meter and her blood glucose was 288 mg/dl. Customer expressed the following symptoms of high blood glucose: dry mouth, blurry vision, and that she feels out of it. Customer treated with a manual injection. Customer stated that she has a back-up plan. Customer ran a manual prime and the insulin did exit the tubing. Customer's settings and programming were correct. Customer's last alarm was a low battery alarm. Customer took out the cannula and it was bent. Customer does not have the tubing clamps to perform the high pressure test.